Event description:
It was reported that there was an issue with product nr181z - as tibia offset stem d11x132 cementless. According to the complaint description, the patient complained of postoperative pain. All implants were revised in the left knee. The initial procedure had been on (B)(6) 2024. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: nb014z (aesculap ag reference no. (B)(4); 9610612-2025-00155), nr400z (aesculap ag reference no.(B)(4); 9610612-2025-00219), nr404z (aesculap ag reference no. (B)(4); 9610612-2025-00220), nr862z (aesculap ag reference no.(B)(4); 9610612-2025-00221), nr873z (aesculap ag reference no (B)(4); 9610612-2025-00222), nb011z (aesculap ag reference no (B)(4); 9610612-2025-00223), nr181z (aesculap ag reference no (B)(4), nx043 (aesculap ag reference no (B)(4); 9610612-2025-00225), nr504z (aesculap ag reference no (B)(4); 9610612-2025-00226).

Manufacturer narrative:
Investigation results: the product was not returned to the manufacturer for investigation. The investigation was based upon batch history review, historical data analysis, and event description and x-ray. The provided x-ray figures give also no hints regarding the mentioned problem. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: based on the current information, a clear conclusion cannot be drawn. The root cause for the mentioned "knee pain" remains unclear. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.